Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4)'s service department and the device performed to specification. The device was recertified and returned to the customer. Meets device specification. Review of the clinical data did show that the device was switched to "lead 1" view by the user. Once the device was in this view, the device prompted a "lead fault" because no ECG leads were attached to a patient. The view would have needed to change to pads to view the ECG. This investigation is being closed as meets specification. Analysis of reports of this type has not identified an increase in trend.